Manufacturer narrative:
The pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: the display was dim, and gray. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim. This report is made based on results of investigation completed on 08/15/2017.